Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event. The manufacturer received information alleging that the device is not turning on. The device was returned for lab investigation by pil, during the external and internal investigation pil was able to confirm that the device would not power on. Due to the device having no power, pil could not retrieve the error logs and care orchestrator data was not available for download. During the investigation, pil observed what appeared to be water spots on the water tank lid. An unknown contaminant was observed on the water tank. Evidence of liquid ingress was observed to the ui panel, top enclosure, and the iso port. The q2 and q3 of the pca appeared to have been burnt. The pca also was observed to have some unknown type of corrosion to it. Evidence of liquid ingress to the pca was observed. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. Evidence of liquid ingress with a white dust contaminant consistent with mineral deposits was observed inside the inlet of the blower box. The brass nut of the blower was observed to have an unknown type of corrosion to it. Evidence of liquid ingress with a dust consistent with mineral deposits was observed to the blower and blower box. The heater plate spring and bottom enclosure were both observed to have liquid ingress to them. An unknown dust contaminant was observed on the bottom enclosure. Pil is unable to directly address the symptoms. Pil can confirm the complaint of no power to the device. The device was scrapped.